Event description:
It was reported that the patient experienced coupling and or communication issues. Use of the antenna locate feature resulted in a power-on-reset (por) message being displayed on recharger, which then lead to the normal recharging screen. It was noted that there was a possible overdischarge event, but an overdischarge was not confirmed. The por message was cleared and stimulation was turned back on. Stimulation was in the correct area and the patient was happy.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).